Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-oct-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 12-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient states she wasn't getting the same relief from scs system. The cause of the event was undetermined.  The healthcare provider (hcp) took an x-ray on (B)(6) 2021 which showed the leads had migrated since implant. The patient met with the rep on (B)(6) 2021 for reprogramming. The issue was resolved at the time of the report.  No surgical intervention occurred or was planned.